Event description:
The manufacturer received information alleging a trilogy evo "service required" alarm condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The technician confirmed e-221 in event log indicating the barometric pressure sensor railed to maximum positive value, therefore, the system board will be replaced to address the issue. Unit passed final test.